Event description:
It was reported that during the six week post implant check, the threshold had risen with some intermittent capture. It was suspected the lead had become dislodged; however, fluoroscopy showed that the lead was in the same position as originally implanted. The lead was repositioned and upon pocket closure the device was interrogated. High bipolar pacing impedance was noted. An echocardiogram was performed which revealed pericardial effusion. It was speculated that the lead position migrated; perforating the right ventricular apex. The device was interrogated the following day and the pacing impedance was within normal limits with good sensing and threshold. The pericardial effusion remained unchanged. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.